Event description:
A consumer reported blurry distance and near vision following intraocular lens (iol) implant surgery. Her eye also feels sore. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At consumer's request, the surgeon was not contacted.